Manufacturer narrative:
(B)(6)

Event description:
Philips received a complaint by the customer on the v60 indicating that the device keeps turning on and off involuntarily. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Due to the absence of a verifiable serial number (sn#), the device could not be positively identified or matched to any existing service history or duplicate records. As a result, philips was unable to validate the specific unit involved, perform traceability checks, or confirm whether the issue had been previously addressed. This limitation also prevented further technical evaluation, field service action, or repair verification. No additional diagnostic data, error codes, or device logs were available for review. Without confirmed device identification, the investigation could not proceed to physical evaluation or service confirmation. The investigation concludes that no further action can be taken at this time due to inability to verify the device identity. If a valid serial number or additional identifying information becomes available, the complaint file may be reopened, and further investigation will be initiated.